Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/17/2017. Retain and return product was tested and functioning according to specification.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) male patient with chest pains. There was no additional patient information at the time of this report. (B)(6). There are no injuries associated with this event. The investigation is underway.